Event description:
Meter name: one touch ii. Strip name: no info. Meter code: ni. Strip code: no info. Strip storage: ni. Symptoms: none. A pt reported they obtained an insert strip prompt. Allegedly went to dr's because pt could not obtain a result, only insert strip. Allegedly treated and tested by dr. Treatment and result unk. The rep resolved the issue on phone and obtained a 179mg/dl. No further info has been reported.